Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator it is resetting by itself. The ventilator was not in use on a patient at the time the malfunction occurred.